Event description:
Smiths medical international was notified that a user alleges after placing the tube the doctor checked the airway status by bronchoscope and found the tube had direct contact with the "antetheca" of pt's trachea. Three days later the pt was found to have severe ulcer at the "antetheca" of trachea where had direct contact with the tube. After being changed to a different brand tube, with 90 degree angle, dr examined the pt again and found there was no direct contact between the tube and trachea. Doctor concluded this tube with the 105 degree angle was not suitable for the chinese pts. Event occurred at hospital.